Manufacturer narrative:
Device 3 of 5. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that 5 out of 10 wafers from 1 market unit had an off centered starter hole. The end user inspected each wafer when he received them and noted the issue prior to use. The product was not used. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(4). Returned sample evaluation: no photo, sample or video was received for evaluation. Related event conclusion: based on the manufacturing process review, interviews to the personnel of the line and the expertise of the triage team, the most probable cause of the problem was identified using 5 why¿s tool: method ¿ pick and place vacuum nips not standardized based on the process review carried out, if the vacuum nips of the pick and placed are not standardized, when the machine take a component it drops it misaligned and an off center hole failure mode can occur. Based on the preliminary investigation carried out, the most probable cause of the problem was identified and confirmed during the process review carried out. A CAPA plan will be generated to deploy the implementation of the pick and place standardization action performed in the ats#2 to ats#1 line, which address the cause identified. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.